Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device not returned therefore analysis of complaint device could not be performed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, when the balloon was attempted to inflate in the tibioperoneal (tp) trunk part, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a 3x4 non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.